Manufacturer narrative:
Insulin pump passed displacement test and self test. Pump error 63 alarm confirmed in the pump history file due to broken trace on u1 keypad assembly. (Variableinfo=03).

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer¿s blood glucose level was 288 mg/dl at the time of incident. The customer also stated that the they were able to clear the alarm and rewind the insulin pump. Troubleshooting was performed. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan. The insulin pump will be returned for analysis.